Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be worn; however there was no visible damage. During testing, the contrast button had an intermittent response, which has no effect on insulin delivery. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under the down arrow and contrast keypad buttons.